Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit¿s (mpu) battery symbol lighting up continuously was unable to be confirmed. The heartmate mpu (serial number (B)(6) was inspected at the european distribution center (edc) and no physical anomalies were observed. The mpu booted up as intended and passed functional testing without issue. Preventative maintenance was performed and the unit was returned to the rental pool. Provided information stated that there was no patient involvement. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿, cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. Heartmate 3 IFU, section 8 ¿ ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 ¿ ¿equipment maintenance¿, explain how to properly care for the equipment, including the mobile power unit. Additionally, heartmate 3 patient handbook section c - ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their mobile power unit ¿ for damage, and to replace any equipment that appears damaged or worn. Patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) battery symbol lit up continuously with an audible and visual alarm sounds.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.